Manufacturer narrative:
Concomitant medical products: w1dr01, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a seizure in the emergency room due to loss of capture. It was also reported the patient experienced bacteremia. Oversensing noise was noted on the right atrial (ra) lead. Loss of capture was noted on the ra and right ventricular (rv) leads. A temporary system was placed and then replaced with a leadless implantable pulse generator (ipg). The original system was inactivated due to active infection. No further patient complications have been reported as a result of this event.